Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed an unknown error message". The event log indicated tcmid:07 (coolant temp high) error message on the customer's reported event date. Zoll service personnel noticed a piece of paper towel at the bottom of the coldwell, blocking the circulation of coolant through the tubings of the thermogard system, and the internal temperature raised when the heater was on, resulting in tcmid:07 error. The root cause is likely attributed to user mishandling. Upon visual inspection, no physical damage was observed. After cleaning the coldwell from any debris and paper contamination, the thermogard system passed the functional testing without any error. Unrelated to the reported complaint, the white roller guides were replaced during service due to wear and tear. The thermogard system was manufactured in 2012 and is nine years old, well past the expected serviceable life of 5 years. Following service, the thermogard xp ivtm system passed all the final functional tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll service personnel visited the customer site to investigate the thermogard xp ivtm system (B)(4); however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During the ivtm therapy, the thermogard xp ivtm system (B)(4) displayed an unknown error message. The ivtm therapy was continued and completed without any delay or interruption using another thermogard system. No consequences or impact to the patient.